Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet bionic pancreas, resulting in repeated pairing failed alerts on the ilet despite entering the correct sensor pairing codes and restarting both the g7 and the ilet; a new g7 sensor was started and proceeded to warmup, consistent with an intermittent communication failure involving the antenna/electrical transmission pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and partner support. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure associated with the antenna component within the electrical and magnetic communication system. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.